Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display would turn black. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents or verify the battery out limit, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the blank display. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.